Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 and over 600 mg/dl however cannula was bent. Customer¿s current blood glucose level was 345 mg/dl, 219 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with two manual injections. Customer changed her site and then her blood glucose was back to normal. The customer declined troubleshooting for high blood glucose level. Customer stated that the insulin pump received insulin flow block alarm, this was the past event. Customer also noticed damage on insulin pump at insulin pump casing. Customer reports event was resolved by changing complete set. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, sleep current measurement test, and self test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).